Event description:
It was reported that the patient was admitted on (B)(6) 2022 after having a transient ischemic attack (tia) in clinic which included right sided weakness and facial droop. Computerized tomography (CT) scan showed small b infarcts in the cerebellum. Small brain infarcts in the cerebellum can be triggered with a drop in blood pressure (bp). The patient was put on acetylsalicylic acid (asa) 81 mg daily and coumadin (warfarin) with a goal of 2.5-3.0. No deficits were noted. The patient was deemed stable for discharge on (B)(6) 2022. The account was not aware of any changes to the patient¿s condition or anticoagulation status that may have contributed to the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) (B)(4) and the reported neurological dysfunction could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 20-oct-2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document 100169835, rev. C is currently available. Section 1 of this document lists other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.